Event description:
The customer reported that the monitor does not display properly. No pt injury reported.

Manufacturer narrative:
The ge service rep performed an onsite eval. The rep diagnosed the equipment and the maintenance of the connections. No further service info is available. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and field via 3500a.